Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient was reported to have a very tortuous proximal aortic neck. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2017, it was reported that follow up imaging showed ¿bird beaking¿ of the proximal end of the trunk ipsilateral component which was reported to have collapsed and infolded on itself. An additional gore® aortic extender component was placed proximally partially covering both renal arteries. The procedure was concluded and the monitoring of the patient¿s renal and kidney functions was performed to ensure they recovered. On (B)(6) 2017, the patient¿s kidney functions were recovered and the patient underwent reintervention and the renal arteries were stented with bare metal stents. The patient tolerated the procedure. On (B)(6) 2017, the patient presented emergently with a rupture thought to have been caused by a fall the patient had at home. The patient was also reported to have a type ii endoleak originating from some collateral vessels, and a type iii endoleak caused from a disconnect of the aortic extender component and the trunk ipsilateral component. It was reported that the aneurysm sac was opened up and the bleeders were tied off. Two additional gore® aortic extender components were placed to reline the type iii endoleak. The patient tolerated the procedure. On (B)(6) 2018, it was reported that the patient presented to another hospital and imaging performed showed air in his belly and an infection is suspected. No further reintervention is scheduled but it was reported the devices may be explanted.

Event description:
No infection was able to be confirmed.

Event description:
On (B)(6) 2018, the patient underwent explant of all gore devices. The patient tolerated the procedure and is reported to be doing well. Infection of the devices was reported. The devices were discarded at the site and unavailable for analysis by gore.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: zosyn, vanc. Concomitant medical products: additional devices implanted and subsequently explanted include: plc181400/15273076, pla260300/17308274, pla280300/17322541.